Manufacturer narrative:
The laparotomy sponges (dup1213) was returned for evaluation. Device history record (DHR): the production process was under control without change in equipment, environment, material and product configuration. All workers were trained for this work order. There was no hair found during 2 hours routine inspection, and no hair was found during finished qc inspection .   Failure analysis - based on the sample and photo returned, the hair attached inside pouch and visible from bottom part. Based on defect state and combined with production process, it happened during packing process.   Based on the investigation from the supplier, the potential root cause is that during the gowning process and/or prior to entering to the manufacturing room, packaging worker didn¿t properly utilize the adhesive roller to remove any lint/hair from the sleeves/cuffs before wearing uniform, and therefore, the hair could had been fallen off from cuff during packing process. Supplier has implemented the following corrective actions to eliminate this from happening again. Lot number commonality was conducted on this lot and we did not see any adverse trending under this lot. Notified production personnel of this complaint, show them the defect picture, emphasized the importance of hair control, to improve worker's quality knowledge. Retrained worker of hands washing and uniform wearing and changing processes where ear should be thoroughly covered by inner hairnet, and uniform; including removing lint from cuffs by using adhesive roller, and production assistant should be supervising and monitoring the process and the production assistant will continue to take routine inspection ever 2 hours retrained case packing worker about standard operation method in sop, the pouches should be visual checked before packing into case, to pick out defective pouches timely.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was a hair in the sterile package of laparotomy sponges (dup1213) prior to use. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.